Event description:
It was reported that a malfunction alarm occurred on the pump after being exposed to humidity. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.